Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during use on a patient, an unusual alarm sound and the savina turned off. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected savina device, manufactured in dec. 2009 was examined by the dräger service and the log file was secured for further investigation. The analysis of the log file could confirm that the device performed a restart during active ventilation. The restart was caused by a depleted internal battery. The internal battery was either not properly charged before use or the there was a loose or missing ac mains connection leading to discharging of the internal battery during the use. The internal battery was recharged by the dräger service and the internal battery was operating without deviation. As precautionary measure, the replacement of the internal battery and power supply unit was offered to the customer. If the savina is not connected to mains power, the device switches to the internal battery with audible and visible alarm message. During the discharging process savina indicates ascending alarm messages. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If ac mains supply is available again, savina restarts and starts the ventilation immediately with the same parameters as before. The device reacted as specified and raised the alarm to inform the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use on a patient, an unusual alarm sound and the savina turned off. The device was replaced. There were no health consequences for the patient reported.